Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s right atrial lead was relaying noise which, in turn, was causing inappropriate mode switches. The right atrial lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported event was sensing noise, which was confirmed. As received, a distal portion of a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external abrasion breaching the outer insulation and exposing the outer coil, consistent with friction against the device can. The cause of the reported event was isolated to the exposed outer coil in the abrasion region.